Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce or confirm the reported symptom of overinfusion. The device passed all flow rate testing and was found to operate as designed. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05537 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury or medical intervention necessary. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.